Event description:
It was reported by the customer that during use of the the mega 50cc intra aortic balloon (iab), there was a problem with no pressure numbers and an abnormal arterial waveform. The balloon position was confirmed to be correct. Attempts to aspirate the inner lumen were unsuccessful, indicating the inner lumen was likely clotted. No patient harm or injury was reported.

Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.